Event description:
A malfunction was reported on a tandem pump, identified as malfunction 199, with no notable events occurring prior to the issue. There was no reported impact to the customer¿s blood glucose level, as the caller declined to disclose specific information. The customer reset the pump using instructions provided by technical support, and no recurrence of the malfunction code was reported. The customer was advised to continue using the pump and to contact technical support if the issue occurs again.